Event description:
It was reported that the patient's system had never worked for her. The lead needed to be revised because it was breaking through the skin. When the patient's hcp was unable to get the system to work she sought a second opinion and decided to remove the implant. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Continued from concomitant medical products: lead model 3889-33 lot# v541122 implanted: (B)(6) 2010 explanted: (B)(6) 2011; programmer model 3037 serial# (B)(4).